Event description:
The customer alleged that while performing an est, the loss of power audio alarm did not sound. The nellcor puritan-bennett customer support engineer inspected the device, was able to intermittently create alarm issue by manipulating the harness and he replaced the auxillary wire harness. The unit passed extended self-testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Visual inspection of elab, of the harness resulted in finding the wire #27 was broken from the volume control potentiometer. This wire connects to the power switch & to volume control potentiometer. When the wire broke it created an open circuit & caused the alarm to malfunction. Review of the service history shows that this event has not reoccurred since this repair. This complaint is closed with no further action.